Event description:
It was reported that healthcare provider at facility inserted the 4fr groshong in one elder patient and after insertion when she was pushing the saline in catheter she found bulging near shoulder. She immediately removed catheter on doctor advise. After removing she flush the catheter and found there was leakage towards proximal end of the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr single lumen groshong nxt clearvue catheter. The sample was received assembled with a two-piece connector. An injection cap was attached to the luer adapter. An attempt to infuse water through the sample using a `12ml syringe revealed the sample to be patent to infusion; however, a leak was observed between the 35cm and 34cm depth markings. Microscopic inspection of the leak site revealed a small, circumferentially aligned split. The split exhibited a vaguely ¿s¿ shaped profile. The split exhibited a finely granular fracture surface with coarse striations. Mechanical damage was observed in the vicinity of the split. Corresponding mechanical damage was also observed circumferentially opposite the split. The fracture features and circumferentially opposite regions of mechanical damage were consistent with catheter damage caused by manipulation using a traumatic grasping instrument such as forceps or hemostats. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that healthcare provider at facility inserted the 4fr groshong in one elder patient and after insertion when she was pushing the saline in catheter she found bulging near shoulder. She immediately removed catheter on doctor advise. After removing she flush the catheter and found there was leakage towards proximal end of the catheter.